Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified unspecified lesion. When attempting to deploy a 2.50x18mm xience alpine stent, it completely failed to deploy. The device was removed from the patient. When it was troubleshooted, inflated once, the balloon was noted as ruptured. A new xience alpine device was successfully used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material rupture was not confirmed. The reported activation failure was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture as no material rupture was identified during return device analysis. The reported activation failure was likely related to operational context of the procedure as it likely the noted outer member tear identified during return evaluation likely caused the reported activation failure. Factors that may contribute to torn outer members include, but are not limited to, interactions with other devices or interaction with lesion calcification and tortuosity. There was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation of the device, which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.